Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade IV. "Breasts are very hard, deformed, and painful to the touch" with "folds, waves, and rotation" and a change in device color was noted during surgery. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation and capsular contracture, baker grade IV.